Event description:
Per affiliate: it was reported that the customer had received an alarm three times and was later hospitalized for dka. It was indicated that the md wanted to troubleshoot the pump. No further details.